Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the log files provided by the account confirmed a low flow hazard alarm. Although a specific cause for this event could not be conclusively determined through this evaluation, the account reported that the patient became stable once hemostasis was done for the patient¿s gi bleed. The controller event log file contained data from 19:30:29 on (B)(6) 2021 through 7:33:32 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2021, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.0-2.4 lpm. These faults resulted in one low flow hazard alarm at 6:23:37, which lasted approximately 8 seconds. The observed low flow events also appeared to be associated with elevated pi values. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, renal dysfunction, and hypertension as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the site that patient might have developed a driveline infection because patient took a chest CT (computed tomography) lying on stomach. It was later reported that no infection had developed. The patient's device had low flow alarms but once the center did hemostasis the patient became stable. Additionally, the patient was noted to have acute kidney injury (aki) on chronic kidney disease (ckd) and high blood pressure resulting in high pulsatility index. Medication was adjusted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system.. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2020 due to anemia (low hemoglobin). Duodenal angioplasia bleeding was found and hemostasis/blood transfusion was done on (B)(6) 2021.

Event description:
The patient was admitted for bleeding on (B)(6) 2021 (not (B)(6) 2020). Additional bleeding was not observed post-hemostasis and the patient was discharged (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.